Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 424 mg/dl. Customer states that she might need to go emergency room (ER,) blood glucose at the time of the call was 331 mg/dl. Customer states that her vision is very blurry. Customer declined troubleshooting for high blood glucose. The device will not be return for analysis. Frn-model unknown ¿ reservoir.